Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, there was extreme smoke and melted plastic at the end. Another device was used to complete the procedure. There was no pt consequence.